Event description:
Procedure: tonsillectomy/adenoidectomy. Reportedly, the surgeon began surgery with the device in hand and their foot placed on the activating pedal. He initiated the vaporization and immediately saw an arc. Then a flame. The patient sustained a burn on the undersurface of the uvula and in the adenoid bed. The burn was reported to be superficial, although some charring was noted. Patient discharged home following the procedure.